Manufacturer narrative:
B3. Date of event: unknown. No information has been provided to date. H3. Reason device not evaluated by mfg: other; device was not returned to manufacturer. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the dso (downstream occlusion) seal was lifting. This was an out-of-box failure. Device was just repaired on sr 3087806, shipped to customer on 14-oct-2024. Found during testing. There was no patient involvement, and no patient harm/adverse event reported.

Manufacturer narrative:
One device was returned for repair with complaint that the downstream occlusion (dso) seal was lifting. Service history review identified the complaint was not related to a previous service of the device within the review period. The reported problem was verified by visual inspection. The cause is not enough glue used on certain areas of seal perimeter. Replaced the dso seal to correct the issue. The device passed all functional tests after the repair.